Event description:
It was reported that during a hamstring repair, the shaft of the healicoil delivery device broke inside the patient. All pieces were removed from the patient with a grasper. The procedure was successfully completed without significant delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One healicoil pk suture anchor was used for treatment but was not returned for evaluation. Definitive investigation, evaluation and conclusions were limited. If further information becomes available to assist with evaluation, the complaint may be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Instruction for use incudes precautionary statements, instructions and/or recommendations for proper use of product. Per instruction for use it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.